Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis; however, ten customer photos of what appears to be the complaint device were submitted for evaluation. Based solely upon a visual inspection of the returned photos, the soft gray tip at the distal end of the braided sheath appears to be folded backwards onto itself, consistent with damage during use. The distal end of the soft gray tip appears to be uniform throughout with no evidence of a detachment noted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with sjm specifications and procedures. The cause of the reported perforation may have been procedure related. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During the electrophysiology procedure, a cardiac perforation occurred. When inserting the swartz braided transseptal introducer into the femoral vein, difficulty was encountered but the introducer was then advanced to the right atrium. After transseptal puncture the guidewire was advanced into the pulmonary veins and difficulty was encountered while attempting to advance the introducer across the septum. The patient coughed and vomited blood and an echocardiogram revealed a cardiac perforation, for which no intervention was required. The introducer was removed and it was noted the tip appeared detached. A CT scan was performed, which revealed there was no device fragment within the patient and there were no septal defects present. It is thought the soft tip of the introducer rolled back on itself during insertion and was not actually detached. No further intervention was required to treat the patient.